Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2013 - revision operative report received stating there was cloudy, brown joint fluid and fretting between the head ball and stem. Femoral stem, femoral stem sleeve, and asr sleeve have been added to the complaint.

Event description:
Patient was revised due to pain.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: (B)(6) 2014 - litigation received. Litigation alleges physical injuries, elevated metal ion levels and disfigurement. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(6) 2014. Comment: there is a side discrepancy. The der and medical records state the left side, while litigation states the right for this revision date. The patient is bilateral. For accuracy, the side and dor from the der will remain. Should we receive additional information, we will update if needed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.